Event description:
Reporter stated that they tested a patient at 11:24 pm with a result of 313 mg/dl on the inform system. It was a capillary, non-fasting test. Reporter stated that at 12:18 am, venous blood was drawn for a lab and at 12:53 am, the patient was given 14 units of humulin r insulin. The lab result was 93 mg/dl and was reported at 1:15 am. Reporter stated the patient became drowsy, confused, and agitated at 2:20 am. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.